Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide corrections to the initial with information inadvertently left out and to provide a correction to the initial (h3 and h9). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Reconfirmation of complaint event: since the dropped off actual product has not been returned, it is not possible to reproduce it using the dropped off actual product. Looking at the photo of the actual product provided, there was no crack in the rear end of the cover, but there was a scratch that looked like it had been scratched by a treatment tool. Operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 9.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831). Type test: when design changes, olympus evaluated the quality of the design change product and verified that "the distal cover does not come off from the tip of the endoscope during use." Supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. The device history record was unable to be reviewed for this device since the lot number provided was not valid. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: see attachment procedure and warning column in 9.3. "Put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." In addition, the following non-reportable malfunctions were found during the device evaluation: deep scratches on the distal end cover located at the bottom side, scratches from the back side of the distal end cover, and dried foreign stains inside the distal end cover opening area. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - lot number and unique identifier (UDI) number. Since the lot number provided was not valid, the UDI is either (B)(4) depending on the lot number used.

Manufacturer narrative:
To date, this device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography, using this duodenovideoscope, the disposable tip fell off within the esophagus while the scope was exiting the patient. The cover was retrieved with graspers after it was found within the tracheal rings. The procedure was delayed for one hour. The procedure was not completed with the same devices. The device was inspected before use. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6) - duodenovideoscope. (B)(6) - single use distal cover. This report is for (B)(6).